Event description:
Customer uses product to hold insulin infusion set, places iv300 (cuts hole in dressing) on skin, inserts infusion set, then coverd with another iv300 dressing. Dressing not adhering well, and infusion set dislodges.